Event description:
The greater saphenous vein was used in the heart bypass procedure, and the horizon clips were used to ligate branch vessels on the graft. The patient was returned to the or after the bypass procedure for re-exploration due to suspected bleeding. A small un-named vessel around the heart was found to be the source of the bleeding, not the saphenous vein. The patient was doing fine.